Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a no image displayed. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality due to a failure of the cable and light guide bundle is broken due to a failure of the distal end. Based on the results of the investigation, it is likely that the following factors led to the malfunction: poor image quality is caused by component failure of universal cable, light guide bundle is broken due to component failure of distal end of the video telescope. The most probable cause of the reported failures are component failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.